Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient passed out while at home. The following day, the patient's heart rate was noted to be approximately 30 beats per minute. The patient went to the emergency room the next day. The device could not be interrogated but an elective replacement indicator warning appeared. Application of magnet did not elicit magnet response. The device was explanted and replaced. No further patient complications have been reported as a result of this event.